Event description:
The cordless driver 2 was sent for eval due to overheating. No further info has been provided by the customer.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.